Event description:
R-wave undersensing can be seen intermittently in hmsc recordings. The r-wave sensing amplitude appears to be variable. The r-wave amplitude has trended down since april 2022. The shock impedance has trended up by 25 ohms in the last year. The patient will be brought in for evaluation. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.